Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported outside of surgery that the unit sparked when being plugged in and now has no power. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the power issue was confirmed as the power inlet would intermittent start arcing after being plugged in and turned on and the power inlet module was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.